Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure after cannulating the coronary sinus with the catheter; when attempting to position the left ventricular lead it was noted that the lead could not be advanced to the target position. The lead was removed and the physician injected contrast into the coronary sinus; it was noted that the coronary sinus was dissection was observed. The case was abandoned. An echo was performed and no effusion was noted. The patient remained stable and comfortable throughout the procedure and was monitored in the intensive care unit overnight. The patient had an epicardial lead implanted successfully on (B)(6) 2016.